Event description:
It was reported that after the pt's last refill she had an overdose and was unconscious for eight hours. She woke up in the hosp. The pt then suffered a heart attack. No pt treatment was reported. At the time of the call pt was at home. The pt status was reported as undetermined. The drug, concentration, and dose in the pt's pump at the time of the event were not reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.